Event description:
The report states that on (B)(6) 2011, the pt was treated for abdominal aorta aneurysm using a gore excluder aaa endoprosthesis and gore excluder aaa contralateral leg endoprosthesis have been implanted. On (B)(6) 2011, the pt was urgently re-opened for a symptomatic proximal type I endoleak using a gore excluder aaa aortic extender endoprosthesis. Endoleak was resolved. Regular follow-up examination showed a stable aneurysm diameter (73 x 71 mm) with no signs of endoleak. On (B)(6) 2013, the pt was admitted to the emergency department due to mild abdominal pain and fever with body temperature up to 37.8 degc. The physician diagnosed abdominal tenderness; aortic pulsation was not palpable. Computerized tomography scan showed a type ii endoleak caused by two pairs of distal lumbar arteries, aneurysm enlargement (up to 87 mm x 91 mm) and suspected proximal type I endoleak with very low flow inside the sac. Additionally, a tight adhesion of the aneurysm sac to the ii-iii portion of the duodenum was shown with no air bubbles inside the sac or peri-aortic fluid collection. On (B)(6) 2013, the physician tried to treat the lumbar's endoleak using a supra-selective embolization without success. Mild proximal type I endoleak was confirmed. Concurrent cardiac and respiratory and conditions were tested as sufficient. An open conversion to explant the endograph was planned. On (B)(6) 2013, a bilateral sub-costal laparotomy was performed with opening of the retro-peritoneum. There was an extensive inflammatory reaction. An adhesion of the duodenum to the aneurysm sac was visible. Duodenum was mobilized and the presence of a fistula (4 cm of diameter) among the two structures was identified. The physician decided to open the aneurysm sac and removed the proximal part of the endograft. The proximal and distal anasthomosis was performed using a conventional paracute technique. The device was replaced completely with silver bonded dacron knitted tube graft 20 mm. Duodenum lesion was repaired using running suture. Abdomen was drained and laparotomy finished in standard fashion. The pt was then transferred to the intensive care unit and succumbed 12 hours after surgery due to disseminated intravascular coagulation.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.